Manufacturer narrative:
D4: UDI is unknown as the part/lot number was not reported. H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported during a routine field service maintenance visit, a broken bur was observed inside the attachment. No further information was provided at this time.